Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this right ventricular lead showed oversensing which lead to pacing inhibition for greater than 2 seconds. The patient experienced two episodes of syncope. When the rv lead was removed, it appeared to be damaged. The event and explant dates provided do not make sense, so they were left off of this report.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized. The inspection of the lead revealed a damaged insulation at 28.5 cm and 30.5 cm distal to the is-1 connector pin as mentioned in the complaint description. In that region, the lead body was found squeezed and deformed. The outer conductor coil was found fractured. These findings can be considered as the root cause for the observed oversensing mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore cuts in the insulation were noted which most likely occurred during the explantation procedure. Blood penetrated the lead. The analysis did not reveal any sign of a material or manufacturing problem.